Event description:
The pt experienced lack of therapy efficacy since pump implant. A dye study revealed good cerebrospinal fluid flow after pushing some contrast first. There were no remarkable volume discrepancies. The hcp decided to replace the pump and catheter, due to lack of efficacy. The hcp believed the catheter was too lateral. The pt's outcome was reported as "no injury, recovered without sequela". It was also reported that the pt was concerned the pump was on the missing propellant field action list.

Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.